Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on oct 07, 2025, with lot number 3485945. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right-side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.